Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced usm due to error. The system was tested and verified as ready for use. Isi usm receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error in the logs, indicating axes controller, arm (aca) in usm3 failed to initialize inter-integrated circuit (i2c) device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) where agc current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) were tested and verified to be the source of the fault. The probable root cause was attributed to failure on the yaw searchlight pca and ffc. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, the customer called to report that universal surgical manipulator (usm) 3 kept faulting out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified error associated with usm 3. Prior to calling, the customer performed a hard power cycle of the patient side cart (psc); however, the fault reoccurred upon power-up. The tse advised that the fault was unlikely to resolve with additional power cycling. The customer disabled usm 3 moved it out of the way and stated they would attempt to proceed using a three-arm configuration. No known impact or patient consequence was reported.